Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has delivered inappropriate brady pacing to t-waves due to functional undersensing and has induced numerous ventricular tachycardias (vt) episodes. Most of the vt episodes were self-converted while others had to be terminated with anti-tachycardia pacing (atp). The ICD was reprogrammed, and technical services (ts) was inquired for further reprograming advice. Ts agreed with the reprogramming made and made a few more suggestions. This ICD remains in service and no adverse patient effects were reported.